Event description:
It is reported that a customer passed away. The customer died in 2013. The cause of death was from anoxic brain damage. The deceased's blood glucose was not recorded at the time of death. The family was contacted but the family was not available to talk on the phone to release a death report. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A visual inspection was performed on the insulin pump. The insulin pump was received with reservoir and infusion set installed, the reservoir is an mmt-332a and unknown model for the infusion set and the infusion set is 42 inches. The reservoir and infusion set tubing has unknown liquid. The insulin pump had minor scratched display window, cracked case at the display window corner, a small crack on the display window, cracked belt clip slot and cracked reservoir tube lip. The insulin pump was received with battery installed, a (B)(6) alkaline battery aaa 1.54 volts. The test battery is 1.60 volts (B)(6) alkaline. The insulin pump was programmed with the correct time and date, lost sensor alarm noted; the sensor feature was on and no sensor was programmed so that was an expected alarm. However, the insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump passed the delivery volume accuracy test.